Manufacturer narrative:
(B)(4). Investigation conclusion: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. If you have further questions, please contact technical services. Root cause description: complaint is confirmed for excessive artifact resembling bacteria. Update to risk management files is in process. Rationale: CAPA required.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed precipitate in the stain. The precipitate was discovered prior to use on patient samples and no erroneous results were reported out. Excessive precipitate could lead to false positive grams stains being reported.